Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 509mg/dl. Troubleshooting found that the customer did not have their bolus settings and will contact their doctor for assistance. The customer was advised to call back if further assistance is needed and to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting.